Manufacturer narrative:
G4:2 4mar2021, b4: 07apr2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16nov2020.

Event description:
The biomed is reporting the v60 navigation (nav) ring is not moving. The remote manufacturer's service technician paged the field service engineer (fse) for v60 implementation of replacing the front bezel. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse replaced the front bezel to resolve the reported issue of nav ring failure.